Event description:
A hospital reported that, when they prepared to perform the first procedure of the day, images of another patient's colon, taken the night before, were viewed on the monitor. When the colonoscopy images appeared, they had a different name (i.e., the patient waiting to be examined). No injuries or complications were associated with this event.